Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, crts (B)(4) (hcp): a health care provider (hcp) reported on (B)(6) 2016 that a patient's percutaneous leads had migrated, and they were going to be replacing the leads with a paddle lead. The issue had occurred a couple months prior to report. There was no patient information or related symptom reported.